Event description:
It was reported that while feeling confused from a previously reported hypoglycemia episode, the user inadvertently made two meal announcements on the ilet (a smaller-than-usual breakfast followed by a usual-for-me meal). This resulted in delivery consistent with dosing for approximately one and a half meals. The second announcement could not be canceled, and glucose was later observed at 259 mg/dl with a stable trend. Symptoms included hyperglycemia. Outcomes included return to target glucose range after monitoring and self-management. Investigation included agent-led review of device use, education on meal announcement functionality, and assessment for device malfunction. Investigation of this case revealed no device malfunction and that the event was attributable to user error related to duplicate meal announcement during post-hypoglycemia confusion while using the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with appropriate device performance.